Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, printer was not printing scannable labels. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was printing labels that were not consistently readable by barcode scanners. A field service engineer attempted to improve print quality by increasing image darkness; however, the issue persisted, replaced the printer with a new unit, which did not resolve the problem, identified that the label paper was discolored, and had it replaced with a new roll. The issue was resolved after replacing the paper, and the nurse successfully printed and tested barcode scanning of the labels. The system functioned as intended after the field service engineer repaired the device.